Event description:
Low voltage connector in light arm melted.

Manufacturer narrative:
This product problem is limited to x'ten surgical light systems with single fork, video feature. Review and improvements to processes at the supplier of the spring arm were implemented. Spring arm was removed from use and replaced with a new arm. Customer refused to turn over connector for eval by the MFR. Getinge USA, inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.